Manufacturer narrative:
(B)(4). Labeling indicates: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (e.g. Redness, swelling, bruising, itching, scarring or skin discoloration).

Event description:
Dexcom was made aware on 03/11/2025, that on (B)(6) 2025, the patient experienced a skin reaction. The wearable was inserted into the arm on (B)(6) 2025. The patient¿s caretaker (non-medical professional) reported that the patient experienced a skin reaction with an infection which occurred 2 days after the wearable had been inserted in the arm. The patient developed redness, pustules, and an infection at the needle puncture site. Prior to sensor insertion the area was prepped with alcohol. On (B)(6) 2025, the patient consulted a physician who prescribed an unspecified oral antibiotic medication, and no lab testing was provided. On (B)(6), 2025, the patient consulted an endocrinologist who prescribed an oral antibiotic medication (clindamycin). At the time of report the infection had already healed after treatment. No data or product was provided for investigation. The allegation was undetermined. The probable cause could not be determined. No additional event or patient information is available.